Event description:
The devcie was returned to the manufacturer for analysis due to loss of stimulation multiple times. Initial interrogation results noted a power on reset had occurred.

Manufacturer narrative:
H6: final device analysis results revealed broken bond wire(s).